Manufacturer narrative:
Concomitant medical products: a2dr01 ipg was implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a (B)(6) infection. The implantable pulse generator (ipg) system was removed and not replaced. No further patient complications have been reported as a result of this event.